Event description:
Nurse reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 486 mg/dl. It was reported that customer went to see healthcare professional for a check-up and blood glucose was high and customer was admitted. Customer was hospitalized due to hypoglycemia and polydipsia polyuria and loss of twenty pounds in 3 weeks. Customer was treated with insulin drip. During troubleshooting to see if pump caused high blood glucose customer states that insulin did not exit during manual prime. Insulin pump passed self test. It was reported that customer would be connected to insulin pump and to check functionality.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.